Manufacturer narrative:
Correction: b, d, e, f, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow alert 02(low flow) in an arctic sun device. Water flow rate (wfr) was 0.2 l/m. Just started therapy within the last hour. Patient temperature (pt) was 32c, targeted temperature (tt) was 33c. Walked through stop therapy, device alerted 07(empty pads not complete) x 2. Placed device in manual control at 35c. System diagnostics with no pads, outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 6, water reservoir level (wrl) was 5, system hours were 729.5, pump hours were 629.6. Reconnected pads while in manual control. System diagnostics, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was 0, heater command (hc) was 56 percentage. Walked through disabling manual control and restarted therapy with pads, water flow rate (wfr) was stabilized at 1.3 l/m. Advised 1.3 l/m was excellent flow rate. Call back if it drops below 0.6 l/m or if they receive any alerts or alarms, sn #(B)(6).

Event description:
It was reported that they were getting low flow alert 02 (low flow) in an arctic sun device. Water flow rate (wfr) was 0.2 l/m. Just started therapy within the last hour. Patient temperature (pt) was 32c, targeted temperature (tt) was 33c. Walked through stop therapy, device alerted 07(empty pads not complete) x 2. Placed device in manual control at 35c. System diagnostics with no pads, outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 6, water reservoir level (wrl) was 5, system hours were 729.5, pump hours were 629.6. Reconnected pads while in manual control. System diagnostics, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was 0, heater command (hc) was 56 percentage. Walked through disabling manual control and restarted therapy with pads, water flow rate (wfr) was stabilized at 1.3 l/m. Advised 1.3 l/m was excellent flow rate. Call back if it drops below 0.6 l/m or if they receive any alerts or alarms, sn #dygsal026. Per follow up information received via task on 02apr2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Inlet pressure transducer issues, diagnostics will show ip between -6.6 and -8.0 with 0 % pump command. Alert 41 (low internal flow) seen in event log. No repairs were performed. Device was returned unrepaired per ucc customer service. Hold the unit until the customer is informed of the control panel upgrade. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, g, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow alert 02(low flow) in an arctic sun device. Water flow rate (wfr) was 0.2 l/m. Just started therapy within the last hour. Patient temperature (pt) was 32c, targeted temperature (tt) was 33c. Walked through stop therapy, device alerted 07(empty pads not complete) x 2. Placed device in manual control at 35c. System diagnostics with no pads, outlet monitor temperature (t1) was 17.9c, outlet control temperature (t2) was 17.9c, inlet temperature (t3) was 17.9c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 0.4 l/m, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 22 percentage, mixing pump command (mpc) was 0, heater command (hc) was 6, water reservoir level (wrl) was 5, system hours were 729.5, pump hours were 629.6. Reconnected pads while in manual control. System diagnostics, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -6.8 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was 0, heater command (hc) was 56 percentage. Walked through disabling manual control and restarted therapy with pads, water flow rate (wfr) was stabilized at 1.3 l/m. Advised 1.3 l/m was excellent flow rate. Call back if it drops below 0.6 l/m or if they receive any alerts or alarms.